Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Caller reported compact plus blood glucose results: 162 mg/dl, 159 mg/dl 218 mg/dl 187 mg/dl 199 mg/dl 381 mg/dl 272 mg/dl 292 mg/dl 379 mg/dl 474 mg/dl 600 mg/dl 442 mg/dl all results were within 15 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.